Event description:
Customer reported the insulin pump alarmed button error and she was unable to clear the alarm. Customer's blood glucose was 274 mg/dl. Customer stated she was working out so she may have pressed a button without knowing. The device might have been exposed to sweat since she wears the device in her bra. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, broken belt clip slot, and missing end cap sticker.